Event description:
Reporter stated that a patient's blood glucose was measured, using the suspect device, with a result of 443 mg/dl. Patient's blood glucose was immediately retested, on a different device, with a result of 115 mg/dl. Reporter indicated that patient's therapy was not modified based on these results. Quality control and linearity testing was reportedly performed on the suspect device with all results within the acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.